Manufacturer narrative:
The following elements have blank data

Event description:
During a laparoscopic cholecystectomy, the core trumpet suction irrigator was reported to be continuously leaking a small amount of fluid when not activated. The device was removed. No harm to the patient.